Event description:
The initial report stated that during a hysterectomy, the device locked shut while not on tissue. The incident device was returned and a visual inspection revealed that a portion of the knife blade was missing from the device.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluated is complete, a follow-up report will be submitted. The hospital was notified of the missing blade and x-rays were recommended to determine whether the piece was still in the patient. We have not yet received results of the x-rays.